Manufacturer narrative:
After further review of additional information received the following sections b3,b5,b7,g4,g7,h2 and h6 have been updated accordingly. Section b5: addendum for additional information received: the following additional information received per the patient profile form (ppf) indicates that the patient became aware of the reported events, 76 months, 2 days post implantation. The ppf notes that the patient had blood clots, clotting and or occlusion of the inferior vena cava (ivc). Approximately six years after implantation of the filter the physician attempted to remove the device percutaneously and by also using an open abdominal procedure and was unsuccessful. The ppf notes that each retained filter strut was outside of the ivc. The filter struts were not removed from the body. The patient states to have underwent pain related the open removal procedure, only to be left with the anxiety of having a filter not completely removed with two fractured struts remaining in my body. According to the information received in the medical records, the patient¿s indication for the procedure was spinal cord injury status post stabilization with contraindication to pharmacological anticoagulation requiring deep vein thrombosis (dvt) prophylaxis. The femoral vein was accessed, and the filter was successfully implanted at level of l3. The introducer sheath was removed, and direct pressure was held over the puncture site until hemostasis was obtained and confirmed. The patient tolerated the procedure well. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently fractured and there was a partial retrieval. According to the information provided the patient became aware of the events approximately 6 years and three months post implant. The information noted that the patient had blood clots, clotting and or occlusion of the inferior vena cava (ivc). Approximately six years after implant the patient underwent an unsuccessful percutaneous attempt and open abdominal procedure to remove the filter. The information indicated that the retained filter struts were outside the ivc and not removed from the body. The patient states to have underwent pain related the open abdomen removal procedure, only to be left with the anxiety of having a filter not completely removed with two fractured struts remaining in the body. Procedural details of the removal attempts have not been provided. According to the information received in the medical records, the indication for the procedure was spinal cord injury status post stabilization with contraindication to pharmacological anticoagulation requiring deep vein thrombosis prophylaxis. The femoral vein was accessed, and the filter was successfully implanted at level of l3. The patient tolerated the procedure well. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Blood clots, clotting and/or occlusion of the inferior vena cava or the filter does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. The pain reported by the patient, and as indicated, is most likely related to the attempted surgical procedure to remove the filter. Without images available for review and the limited information provided the events could not be confirmed or further clarified and a relationship to the filter established. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, filter fracture and partial retrieval. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture and retrieval difficulty events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to fracture and partial retrieval. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.